Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s battery charger exhibited intermittent charging behavior, including flickering or absent indicator light, brief charging that then stopped, and unreliable charging despite use of multiple outlets, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was component failure.